Event description:
The reporter stated the surgeon implanted an 13.2mm vicm132 implantable collamer lens on (B)(6) 2012 in pt's right eye. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated iop. Pigment dispersion was noted. The lens was cut during extraction. No other lens was implanted.

Manufacturer narrative:
(B)(4).